Manufacturer narrative:
Event updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The stent graft deployed after it was removed from the patient. A 38 x 200 mm device was used to complete the procedure.

Manufacturer narrative:
Device evaluation summary: the delivery system and deployed graft were returned. There was no abnormality observed to the graft. The graft cover was kinked 7.5cm and 13.7cm proximal to the cover tip. The graft cover was kinked/twisted beginning 19.5cm proximal to the tip and extending for 10.8cm proximally along the cover. The tip capture release handle was slightly stiff when advanced and retracted. The external slider was rotated, and the rapid deployment trigger activated to retract and advance the graft cover with no issues noted. Analysis of the returned delivery system and graft could not determine a root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stent graft could not be deployed at all. The blue handle was rotated, however there was no movement noted at the tip of the delivery sheath, and after a certain extent the blue handle could not be rotated any further.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in a patient for the endovascular treatment of a 36.5 mm diameter thoracic aortic aneurysm.   It was reported that during the index procedure, the physician rotated the blue deployment handle, however the stent graft could not be deployed. The device was removed from the patient and a new device was used to successfully treat the patient. Per the physician, the cause of the event could not be determined.   No additional clinical sequelae were reported and the patient is fine.